Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lad lesion, the maverick balloon ruptured during the first inflation at 12 atm's. The introducer sheath size and type of inflation device used are unknown. The guidewire used was an acs guidant. The lesion did not involve in-stent restenosis. The lesion was predilated with an unknown type of balloon catheter. There was no resistance met with insertion or removal of the maverick balloon. The patient was asymptomatic at the time of the reported event and current status is reported as "good". The product was removed and replaced with another maverick balloon and the procedure was successfully completed. No patient injuries or complications were reported. No other information is available at this time.